Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2022, reported as a week ago. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a transfer set leaked; further described as "leaking from the white portion of the transfer set that connects to the tubing." This occurred during an unspecified process step of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.